Manufacturer narrative:
For the one pending event, the investigation determined the service/customer actions resolved the issue. Follow up actions for this event include: the customer's water system underwent maintenance prior to generating the discrepant patient values. The customer's water company resolved the issue with the water system. The field service engineer could not determine a cause. Precision studies and controls recovered within specifications.

Manufacturer narrative:
For three events, the investigation determined the following: the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: the probe alignments were checked and these were ok. The rinse mechanism dispense and evacuation were checked and these were ok. The vacuum and pressure gauges were checked and these were ok. The reagent wheel was checked for fluid on top of the caps and there was none observed. The customer ran controls and all results meet specifications. Follow up actions for one of these events include: all system functions were checked, including probe, rinse, fluid, and photometer functions. The customer ran calibration, controls, and patient samples. Calibration and controls were within range. All patient samples recovered correctly. Follow up actions for one of these events include: the field service engineer could not determine the root cause. He checked and adjusted the reagent probe positions. He verified the gear pump press, external probe washing, and the rinse mechanism levels were all ok. He performed precision testing and quality control with acceptable results. The customer did not report any further issues after the service visit. For two events, the investigation determined the following: the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service representative found the reagent probe was clogged and replaced it. Follow up actions for one of these events include: the field service representative found a leaky cell rinse unit caused overflow during cell rinse which he fixed. For one event, the investigation determined the following: there was a mechanical failure of the probe. Follow up actions for this event include: corrective maintenance was performed on the analyzer. The probe mechanism was cleaned and the rinse nozzles were flushed. Precision studies and controls were run. For one event, the investigation determined the following: there was a failure of the rinse mechanism. Follow up actions for this event include: corrective maintenance was performed and parts were replaced. The customer ran calibration and controls. For one event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 8 malfunction events. Questionable high results were generated by cobas 6000 c (501) module analyzers. The events involved ten patient samples with questionable results for the following assays: one for nh3l ammonia, three for phos2 phosphate (inorganic) ver.2, two for chol2 cholesterol gen.2, one for trigl triglycerides, one for ureal urea/bun, one for crep2 creatinine plus ver.2, one for alp2 alkaline phosphatase acc. To ifcc gen.2, and two for a1c-3 tina-quant hemoglobin a1c gen.3. Three patients' ages ranged between 29 and 70 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was one male and two females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.